Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, unscrewing the screw of the pacing lead was impossible. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. There were no setscrew marks on the connector pin. If information is provided in the future, a supplemental report will be issued.